Event description:
It was reported that the 9800 system would not fluoro. It was noted that this is an intermittent issue. There was no report of pt injury.

Manufacturer narrative:
No add'l info at this time. When add'l info is provided, it will be reported as required.